Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection leaked with multiple infusion sets even after assuring a tight luer lock connection. The user changed the infusion set. The user's blood glucose level ranged from 300 mg/dl to 400 mg/dl and it was addressed with a bolus.